Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is defective. Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the poppet solenoid has high pressure/not shifting.